Event description:
The customer contact reported that during testing at the user facility the device alarmed an e321 (battery charger timeout) error code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing found that the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.